Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs system, 1 cervical and 1 thoracic. It was reported the patient experienced discomfort at the ipg site for her thoracic system. Surgical intervention was undertaken and the ipg pocket was repositioned and the issue was resolved.